Manufacturer narrative:
Sample is not available for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A report was received from an eye care provider on (B)(6) 2015 which states that a consumer was given the contact lens to use for therapeutic purposes. It is reported that after two days of use the consumer experienced inflammation of the iris. It is also reported that a day later the consumer developed ocular herpes. The consumer was hospitalized with an appointment scheduled on (B)(6) 2015 with the doctor. It is also noted that the consumer is in a band, and all members have developed ocular herpes. Additional information received from the consumer on 13oct2015 clarified that there was an unspecified injury on the eye prior to the reported event which is what prompted the eye care provider to provide contact lenses for therapeutic purposes. On (B)(6) 2015, the eye care provider reported that the consumer's husband advised that the consumer has been released from the hospital and the event has resolved. The eye care provider could not provide the treating doctor's information due to privacy concerns.

Manufacturer narrative:
Correction made to outcomes that were previously reported. The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process; no complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).